Event description:
It was reported by the (B)(6) competent authority that an attempt was made to insert the intra-aortic balloon (iab) through the sheath; insertion was unsuccessful. As a result, another iab fiberoptix sensor (fos) catheter was retrieved for insertion. The pt was in critical condition during the procedure. At this time, there is no more info about this event. Reference MDR #1219856-2011-00152 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.